Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. A lead revision was performed, and the rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.